Event description:
The facility's biomed tech reported and infusion pump with failure code 812:02 during biomed testing. Additional contact info was requested but no additional contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.